Event description:
The reporter stated the surgeon implanted a micl13.2 13.2 mm implantable collamer lens in the pt's right eye. The surgeon decided to explant the lens due to a refractive surprise. The lens was exchanged for a 13.2-10.50 lens. The pt has a large eye and the doctor had calculation issues from the start. The incision was not enlarged to remove the lens and no suture was used. The lens was accidentally lost. For the second eye the surgeon made adjustments, same as for the first eye. There were no problems.

Manufacturer narrative:
(B)(4) - (secondary procedure). (B)(4). Method: medical review. Results: medical review - refractive surprise is usually due to inaccurate refractions. These myopes commonly wear contact lens prior to this contemplated procedure. Contact lens change the shape of your cornea for up to several weeks after you have stopped using them depending on the type of contact lenses you wear. Not leaving your contact lenses out long enough for your cornea to assume its natural shape before surgery can have negative consequences. These consequences include inaccurate measurements and a poor surgical plan, resulting in poor vision after surgery. This lens was changed to a different power which resolved the problem. Reporter states that adjustments were done for calculating the icl for the other eye based on this eye which resulted in an ideal outcome. The root cause of this event is measurement error due to pt's anatomy and not due to the device. Conclusions: based on the complaint history, the root cause of the event has been determined to be measurement error due to pt's anatomy and not due to the device. (B)(4).